Manufacturer narrative:
Received one speedband device with the velcro strap, irrigation catheter and ligator head for analysis. Only one band was received with the device and it was detached from the ligator head. Visual examination found the ligator head teeth were bent and the crimp was present on the trip wire. It was noted that the trip wire was partially rolled in the handle and was secured in the handle assembly slot. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was rotated to deploy the band; however, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was rotated to deploy the band; however, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.